Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of sheath break. Block h10: investigation result- the returned navigator hd (sheath and dilator) device was analyzed, and a visual evaluation noted that the sheath was fractured in the middle, and a bending marks were observed on the fractured site indicating that the material was submitted to tension. Microscopic examination was performed and confirmed that the sheath was fractured in the middle. Additionally, whitened areas were observed at the fractured site, indicating that the material was submitted to tension. No other problems with the device were noted. The reported event of sheath break was confirmed. It is possible that operational factors encountered during the procedure, such as the interaction with an excessive force during the procedure such as a kind of tension over the sheath could have caused the fracture observed as well as the bending marks. Consequently, affecting the device performance and intended purpose. Therefore, the most probable root cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the renal pelvis during a percutaneous ureterolithotomy procedure performed on may 17, 2023. During the procedure, the sheath broke when inserted into the patient. Additionally, the inner dilator was bent. The procedure was completed with another navigator hd access sheath. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of sheath break.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the renal pelvis during a percutaneous ureterolithotomy procedure performed on (B)(6) 2023. During the procedure, the sheath broke when inserted into the patient. Additionally, the inner dilator was bent. The procedure was completed with another navigator hd access sheath. There were no patient complications reported as a result of this event.